Event description:
It was reported that the azur cx coil was used in a pulmonary arteriovenous malformation (pavm) embolization procedure. After two successful azur cx coil deployments, the next coil could not be detached when attempted with 2 detachment controllers. Reportedly, the coil unintentionally detached from the mid shaft of the pusher and left in-situ partially in intended site. The coil detachment was noted in last radiographically imaging. No further intervention or treatment performed and the patient is stable.

Manufacturer narrative:
The lot number was not provided; therefore, a review of device history record (DHR) could not be performed. The delivery device was reported available for return for analysis, but has not yet been received. One fluoroscopy image was provided. Investigation is ongoing and when completed, a supplemental report will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
Additional information: d10 (date device received). The embolization coil remains implanted in the patient. The delivery pusher was returned to the manufacturer for evaluation. Summary of device evaluation provided below. Summary of device evaluation: investigation findings: items returned for evaluation: pusher. The visual analysis of the returned items found the implant not attached to the pusher, but no signs of activation was observed on the pusher heater coil. The implant was not returned for evaluation. The device was tested with the 4-way continuity test using an in-house v-grip controller, and all tries gave out green lights. The proximal resistance was measured to be within specification. The pusher resistance was measured but gave fluctuating values indicating an instability in the electrical circuit. Further inspection found lead wire separation of approximately 3cm in length and a flattened yellow lead wire at the distal section, which is consistent with the fluctuating pusher resistance values that were measured during the investigation. The investigation found the pusher's monofilament broken, which indicates the device experienced a tensile break. No other damage was observed on the returned pusher. Investigation conclusion: a single radiograph was provided for review. It is not labeled as to time or date. It is a single ap oblique unsubtracted shot centered over the right chest, no contrast. The review of the image is as follows: three platinum coil masses are seen in the mid medial portion of the lung. Adjacent to the lower mass, a single linear coil with three or four long loops is seen. That part of the coil is not as radiopaque as the rest of the coils and likely represents the damaged, stretched coil described in the complaint. This image does not explain why the problem occurred. The investigation of the returned coil system found the pusher returned with lead wire separation and without the implant attached. No indications of activation using a detachment controller was observed on the pusher heater coil. The unit passed continuity testing but failed resistance testing. Further inspection found the yellow lead wire flattened at the distal section, which is consistent with non-detachment. The implant was not returned for evaluation as it was left in the patient's body as described in the reported event. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The customer provided radiograph image showed implant stretching. This condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the aneurysm (i.e., stuck on previously implanted coils or the tip of the catheter). The physical evaluation of the device could not identify the conditions or circumstances that led to the lead wire damage, but the damage is consistent with the device experiencing forces over specification. The catheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
The device lot number was received and its details is updated in sections d4 and h4. The actual device has not yet been received. If the device is returned to the manufacturer, additional supplemental report will be submitted.